Manufacturer narrative:
An event of device embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that a larger, 6 mm, device was implanted.

Event description:
In (B)(6) 2018, 4 mm amplatzer vascular plug ii was implanted in the patient ductus arterious. The day after implant, the patient presented with symptoms of device embolization. On (B)(6) 2018, percutaneous retrieval of the device was performed and replaced with a 6 mm amplatzer duct occluder ii (lot number: 6277108). The patient is reported to be stable. The user believes they undersized the device.